Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during initial placement. The implant was removed. Treatment was scheduled for a later date. Osteopenia was also reported.